Event description:
Event description cpi received information that this boplar tined lead, (0010) and this svc lead (0020) were both extracted due to 2nd degree lead fracture, and noise on the electrogram and inappropriate shocks. They were replaced with an endotak transvenous defibrillation lead (0072).